Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
It was reported that the infusion set cannula was bent on (B)(6) 2026. The patient had hyperglycemia along with diabetic ketoacidosis and admitted in hospital for less than one day.